Event description:
Patient phoned with the complaint that they have had two revisions since 1990. Date of primary implant: 1990; acetabular cup revised in 1995; liner revised in 1997. Patient has acetabulum profundi; motorcycle accident caused need for surgery.